Event description:
Received a user facility medwatch report that a chest tube was placed in the ER. Prior to transferring pt to be in ICU, pt was observed to have spreading crepitus to chest/abdomen/face and neck. Occlusive dressing held in place by rn and doctor was called to bedside and intubated pt to protect airway. Chest tube placed in ER did not appear to be working properly and another, larger chest tube was placed and immediately started draining appropriately. Customer reported that a chest drain was used in this case.

Manufacturer narrative:
Engineering eval: the product was received and evaluated. The drain was returned in a cardboard box. Inside the box was a biohazard bag containing a drain in a clear plastic bag. Unit was removed from this bag and inspected. There was no damage to the unit. There were no blockages in the pt tube. The exterior and interior of the drain were disinfected prior to testing. The drain was set up to suction per standard IFU setup procedures. The drain showed no evidence of leaking air or fluid while in use, with the pt tube clamped. Normal air flow through was noted when the pt tube clamp was released. The drain functioned normally in all respects. The returned drain functioned to spec. There were no blockage evident in the drain would have caused the pt's condition. Removal and replacement of the chest tube corrected the pt's condition and appears to be the cause of the incident'.